Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent right ureteroscopic pyelolithotripsy with laser lithotripsy and ureteral stent placement via the urethra. At 0305 on (B)(6) 2026, the patient was resting in bed when the urinary foley catheter spontaneously dislodged. Upon inspection, the catheter balloon was found to be ruptured with clean edges, and the patient was able to urinate on their own.